Event description:
A cracked and shattered touchscreen was reported when a pump was dropped and hit the ground, rendering the touchscreen illegible. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, informing the customer about tandem's warranty policy, and advising on steps to take, such as placing the pump in storage mode and programming settings into the new pump. The customer was instructed to return the damaged pump within 10 days to avoid being billed and was acknowledged to have understood all instructions. Customer reverted to an alternative method of insulin therapy.